Manufacturer narrative:
The customer reported that a lower than expected vitros phyt result was obtained from a single proficiency sample on a vitros 5600 integrated system. The lower than expected vitros phyt result was obtained due to unneccessary dlution of the affected sample by the customer. In addition, the affected result that the customer submitted to the proficiency samle provider was not generated by the vitros 5600 integrated system. The root cause of the event was determined to be two forms of user error due to inappropriate dilution of the affected sample and submitting a result that was not generated by the instrument. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
A customer obtained a lower than expected vitros phyt result (< 3.0 ¿g/ml versus expected value of 6.16 ¿g/ml) from a proficiency sample when run on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were questioned at the time of the event. There was no report of patient harm as a result of this event. (B)(4).